Event description:
The complainant notified the clinical manager that the automated impella controller (aic) generated a battery failure alarm. It was reported the alarm was present when the aic was plugged into the ac outlet, the outlet was also changed and did not resolve the alarm. There was no patient harm reported.

Manufacturer narrative:
The investigation of the reported battery failure has been completed. The impella automated controller was returned for investigation. The data log review from the reported day of event are consistent with complaint and show multiple battery-related alarms: battery failure (#360, #350), battery 1 communication failure (#352), battery level low (#23). Although these alarms started appearing on (B)(6) 2022. The long-term log power data shows that a mismatch between cell voltages of battery 1 started around (B)(6) 2022, but did not result in any alarms or warnings that would be visible to operators. This is indicative of cell imbalance (pattern failure) that ultimately led to battery 1 failure. During troubleshooting the returned product, battery 1 was found to be internally shut down, with no output voltage, and unable to communicate with either the power battery manager circuit board (pbm) or diagnostic equipment (ata interface cable). After the console batteries were replaced, the issue was resolved, and no further battery alarms were present. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.